Manufacturer narrative:
Additional information was requested and the following was obtained: can you confirm the date of initial procedure was (B)(6) 2015? Yes. What date did you initially experience symptoms? About a month after surgery. What date was your last follow up with your surgeon regarding your symptoms? I had no access to the surgeon following the ileostomy. There was no follow-up. What was your surgeon opinion of your symptoms? See above. What is your age, weight and medical/ surgical history? (B)(6) years old, weigh (B)(6) pounds, crohn¿s colitis refractory to medication and have had 2 successful resections and one unsuccessful ileostomy. On (B)(6) 2017, will have an ileo-rectal takedown do you have any suture to return for evaluation? Will do my best to get some additional information was received: patient advised that doctor will not remove the stitches. No device will be returned.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that the patient underwent an ileostomy procedure on (B)(6) 2015 and the suture was used to close the skin. Following the procedure, the suture stitch is still visible on the distal incision on the front of the abdomen and there is one to the left of the suture line that is more towards the patients back. The patient reported a couple others but she was unable to give an exact location. It was also reported that there was no infection but the suture was causing pain and discomfort with weight gain and weight loss and that the pain and discomfort would wake the patient up at night. The patient will be admitted for an additional non-related surgery where the suture from the initial procedure will be removed. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: the patient reported that there are two or more suture stitches still visible to the left of the suture line that is more towards the patients back.